Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated they were trying to get their stimulator to work. Patient stated every time they reposition the recharger and press try again they get poor recharge quality. Patient also stated their back has been killing them since early yesterday morning. Patient mentioned they were getting their implant battery replaced in the feb 9th and it would be totally different equipment. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the ac power supply, recharger, controller compartment pins, controller port and li battery pack pins. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Controller shower no device found then connect the recharger. Agent instructed patient to start a charge session; controller showed poor recharge quality. Patient reposition the recharger, controller showed 100% and implant 40% recharging with excellent quality. Patient mentioned the controller continued to show poor recharge quality. Patient was able to turn the stimulation on. The issue was not resolved. A request was sent to repair to replace the recharger. Other: patient mentioned they had 2 breaks in t12 and a compression in the lumbar fracture in the back broke in 2012. Patient mentioned in 2019 they got a surgery got a real bad staph infection lead to sepsis and got kidney failure. Patient mentioned they were in 3rd stage of kidney failure and mentioned no one touches them all they do is get percocet.